Event description:
The account alleged that the left and right head side rails have broken loose from the bed. There were no injuries.

Manufacturer narrative:
The account did not know the details behind how the side rails had gotten damaged. The account replaced the side rails to resolve the issue with this bed.